Event description:
It was reported that an ilet user received alert 38 indicating the pump was unable to proceed, performed a restart and dry run to 121 units, then completed a full supply change using insets and a different connector lot, after which an occlusion alert occurred but a subsequent fill tubing step succeeded and the pump appeared to function normally; the user¿s blood glucose was 339 mg/dl and the event was associated with a mechanical problem. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed with guidance to restart, inspect for foreign objects, and perform supply changes, and the investigation included communications with the user and analysis of information provided. Investigation of this case revealed a mechanical problem identified during use consistent with an occlusion and a consecutive stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.